Manufacturer narrative:
Upon completion of the evaluation, it was noted that the investigation did confirm the problem reported by the customer. The stator and the white marker were dislodged from the base plate. The product code was found to be 82-3101. The likely root cause of the device failure reported by the customer was believed to be that the patient may have fallen or suffered an impact that caused the dislodgement of the stator and the white marker from the base plate. It would also explain the presence of the pivot mark noted on the valve casing. A record review was performed before sending products to inventory, which verified that products were conforming per required specifications. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that there was a valve breakage, and the device needed to be replaced.